Event description:
Customer alleged back support button broken. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. The damaged product is to be returned to invacare for an inspection and evaluation.